Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was treated by the paramedics twice due to low blood glucose levels. The first event was on (B)(6) 2010. No details were given. The second event was on (B)(6) 2011 with a blood glucose reading of 44 mg/dl. The customer was only calling to find out how to get started on sensor therapy. Nothing further was reported.